Manufacturer narrative:
(B)(4). Date sent: 05/11/2023. Additional information was requested, and the following was received: was a leak test performed? If so, what type and what was the result? Ans: yes air leak test, negative. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: no. How many days postoperative did the leak occur? Ans: bleeding from anastomotic site 36 hours after surgery, no leak. How was the leak identified? Ans: no leak, colonoscopy to secure - stop bleeding. What was observed at the site of the leak upon reoperation? Ans: anastomotic line intact. How was the leak addressed? Ans: no leak, just hemostasis with injection and electrocautery. How was the post-op bleeding identified? Ans: patient had urge to pass motion, bleeding sighted instead. What was the total estimated blood loss (ml)? Ans: 500-600 ml. Was a transfusion required? Ans: yes. How was the bleeding addressed? Ans: as per no. 5. What was the pre and postoperative anti-coagulant and pain management protocol? Ans: no a, this is young pediatric patient. Pain management as per pediatric protocol, IV, pcm, IV tramadol. Was the bleeding intraluminal or extraluminal? Ans: intra. Were there any issues noted with staple formation? Ans: no. What is the source of information for all of the queries above? Ans: by physician.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The doctor shared what may have caused this issue: first reason could be due to weak mucosa condition because introduction on nasogastric tube intra-op also caused slight bleeding. Second reason could be due to him using the cdh29p (with the anvil removed) to gauge the size appropriateness of the 29mm circular stapler might have caused minor abrasions within the anal-rectal region. Dr ensured he used substantial amounts of lubricant gel over the shaft of the device prior to insertion. Last reason, which he stated might not be the cause of the issue was the fact he had to perform a second firing with the psee45a endocutter after the 1st firing was not completed (as the 45mm length size may have been slightly shorter than the colon width intended for transection. He noted oozing on the edge of the staple line and managed the oozing site with enseal x1 curved jaw. He ruled this third reason out because the staple line would have been removed upon performing of the end-to-end colon anastomosis. He suggested that he could have: used an anal sizer device to gauge which diameter size of circular stapler needed instead of using the cdh29p for the measurement or used the cdh29p still but with the anvil intact (reason he removed the anvil to perform such anal measurement was to avoid contaminating the anvil which needed to be used for the purse-string on the proximal colon for the subsequent colon anastomosis step). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the doctor used the echelon powered circular stapler for the colon anastomosis after completing the distal transection with the powered plus echelon using a gold reload. Day 1 post-op, the patient felt urge to pass motion and bleeding occurred. A colonoscopy may be performed is the bleeding persists. Procedure: laparoscopic sigmoidectomy